Event description:
This was a lead extraction case to remove one non-functional rv ICD lead (riata, model # unknown). The lead was prepped with an lld and a 14f sls ii was used to lase. The physician noticed "snow plowing" at distal coil of lead. The 14fr sls was then removed in order to upsize, as they removed the catheter the patient's pressure crashed. The surgeon performed a sternotomy, repaired the injury at the svc, closed the patient, and the pacemaker was placed back in the pocket. It was then noticed that the bleeding had not stopped and the patient's pressure dropped again. The patient was reopened, but unfortunately the physician was not able to repair the injury and the patient expired.